Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, an upstream occlusion did not occur. A review of the event history log revealed upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The reported condition was determined to be within specification. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during therapy (medication, dose, programmed amount and delivery rate unknown). The problem was found at the pediatric area department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.